Event description:
A call to technical services was made on (B)(6) 2013 stating that this lead was dislodged in 2010 that is why patient was programmed aai. Technical services discussed counters when dual chamber device programmed to single chamber mode. Caller believed that the over sensing is directly related to the patient symptoms and could be causing harm to patient. As per additional information received on 5/30/2013 the rv dislodgement was first noted in (B)(6) 201 0, higher thresholds, lower r waves, and ultimately confirmed with x-ray. Reprogrammed aair per dr (B)(6) at that time, she had no syncopal episodes prior to discovery of dislodgement. The patient is for follow up in the clinic in 6 months as scheduled, leave the patient into aair mode as she has intact conduction but sinus node dysfunction. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).